Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances relevant to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database found no indication of a product quality deficiency. Analysis of the returned device did not confirm the reported device issue. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, after clip deployment, bleeding continued. When the distal end of the device was inspected the clip fell from the device landing on top of the skin. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.